Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 valve in the aortic position. Physician felt something give when he advanced the 29mm sapien 3 valve and 29mm commander delivery system out of the 16f esheath plus (resistance). The valve was implanted successfully. Upon removal of sheath from the patient, it was identified that the radiopaque tip of the sheath had partially separated from the sheath. There was no injury to the patient.

Manufacturer narrative:
Investigation was underway.

Manufacturer narrative:
Additional information: g3, g6, h2, h6. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. 3mensio and post-procedural imagery were reviewed, revealing the following observations: tortuosity and calcification were present in patients access vessels including in the bifurcation area. Distal tip appeared to be torn radially. The reported events were confirmed via provided imagery. However, no manufacturing non-conformance was identified. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation.the failure mode is characteristic of sheath tip tear events as described in product risk assessment investigation. A corrective action preventative action investigation was previously initiated to pursue potential process improvement activities regarding tip expansion. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio revealed the presence of tortuousity and calcification in the access vessels, including in the bifurcation area. The presence of calcium could result in resistance while attempting to exit the sheath by facilitating unfavored interactions between rigid calcium nodules and the distal tip. Tortuous and calcified anatomy could also lead to non-coaxial alignment between the crimped valve and the sheath, causing the struts to catch onto the sheath distal tip, which would further increase resistance during advancement, leading to a tear in the process.as such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. Patient factors (tortuosity, calcification) may have also contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.